Event description:
Ous MDR - after an implant duration of about 15 months, it was reported that the patient was admitted to emergency room after a fall, where cardiologists were unable to interrogate the pacemaker.

Manufacturer narrative:
Ous MDR.